Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse reporting to the sales representative that the patient receives chemo and stem cells in the catheter in cycles. She was admitted to the hospital and received chemo from monday to friday (five consecutive days). On (B)(6) she received stemcells. The patient and the nurse reported that the cuff was visible (approximately 4 cm out). When the transfusion finished, the catheter was out even more and the patient was sent to x-ray to ID the catheter tip. The tip was no longer in the correct place. The catheter was removed and a cvk was placed. The catheter was placed on (B)(6) 2015. The catheter "fell" out on (B)(6) 2016.